Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient dislocated anteriorly while getting out of a chair recently. Surgeon thought this was strange/unusual as it was an anterior dislocation.

Manufacturer narrative:
Hip revision performed on (B)(6) 2016 at (B)(6) hospital. Patient dislocated anteriorly while getting out of a chair recently. Surgeon thought this was strange/unusual as it was an anterior dislocation. All other implants well fixed, except liner which was removed, and a constrained liner implanted. Primary surgery was done in (B)(6) 2016, same surgeon and hospital. (B)(6). No x-rays, photographs, medical reports, clinical correspondence, operative notes or patient data/demographics are available. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.